Event description:
It was reported that while using two sureflex fibers during a procedure, the fiber ends broke off. No other information was provided. There was no injury reported. This event is for the second surgical fiber used.